Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. Customer support (cs) completed troubleshooting and it was determined that the bolus settings were incorrectly programmed. The reporter stated that the patient had a blood glucose (bg) 27mg/dl with cognitive impairment and being combative. Emergency medical services (ems) was initiated. The patient was treated by ems with food and drinks. The reporter stated that the cause of the low bg was the changes that the healthcare professional recently made which gave the patient more insulin for carbohydrates and bg. This report is being made due to the hypoglycemic event the patient experienced that resulted from incorrectly programming bolus settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming bolus settings).